Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine unit will not turn on. Ts recommended to check/replace battery, fuses, off-line switch and power supply board. Suggested to return module back to factory for service repair. Device history record a review of the device history record showed the device had a manufacture date of 10jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not power on. There is no ac light when power cord is plugged in. The tech recommended checking and replacing the battery and fuses, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not power on. There is no ac light when power cord is plugged in. The tech recommended checking and replacing the battery and fuses, then the off-line switcher and power supply board. There was no patient involvement.